Event description:
It was reported that the implant dropped from the driver while carrying it for placement. Procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device is not being returned.